Manufacturer narrative:
The device will not be returning for evaluation. The reported complaint cannot be confirmed without the returned sample. The lot number of the device that was in use is unknown. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 3464038, 3507271, 3627547, 3454070. Expirations dates for the possible lot numbers are: 3464038 - 05/01/2022, 3507271 - 08/01/2022, 3627547 - 02/01/2023, 3454070 - 05/01/2022 device manufacture dates for the possible lot numbers are: 3464038 - 05/01/2017, 3507271 - 08/01/2017, 3627547 - 02/01/2018, 3454070 - 05/01/2017 the device history review (DHR) of lot numbers 3464038, 3507271, 3627547, 3454070 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date in (B)(6) 2018. The event involves a customer allegation against a microclave clear connector that while connected to a peripherally inserted central catheter (PICC), some back flowing of blood was detected. There was patient involvement, unknown adverse event, unknown delay in therapy, and unknown medical intervention.